Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device exhibited rapid battery depletion and visible corrosion following suspected moisture exposure, consistent with a moisture-related device problem affecting the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at or related to the device seal consistent with moisture damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.